Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt was experiencing an ipg pocket heating and a burning sensation at the pocket site after charing the ipg battery and when the stimulation was on for a longer period of time. The symptom was deteriorating progressively and the ipg battery could only be charged for 5-10 minutes a few times a week. The pt is pending surgery. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.